Event description:
The manufacturer received information alleging the device failed to power on. There was no patient harm or injury reported. The device was returned to the manufacturer and the customer's complaint was confirmed. The device's power management board needs to be replaced. No repair was performed. The device was scrapped.